Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie had duplicate address. A field service engineer discovered an old blue stripe row board cable and replaced it with a newer version. While replacing the row board cable, one of the row board connectors was found to have pulled out of the solder joints. After locating a complete replacement row board with dual connectors, the fse reassembled the drawer and reconnected the pixie bus cable. Upon restarting the station, the fse logged into support mode and verified that all pockets were functioning correctly using the hardware testing application (hta). After launching the application, they accessed the storage space configuration, which also appeared to be functioning properly. However, when the escort attempted to recover the previously failed drawer, a duplicate address pocket was still present. Working together with the escort, the fse deleted the duplicate pockets from the recovery storage space tab one at a time. The escort then logged into the station and successfully recovered all previously failed storage spaces. Customer also confirmed full drawer functionality by testing access to all pockets. The system functioned as intended after the field service engineer repaired the device. E1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system cubie had duplicate address. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.